Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s husband called 911 when he saw that the cgm was displaying low and did not take a finger stick reading to compare the glucose values. The fire department arrived and tested the patient¿s bg values and it was 139 mg/dl and left without further intervention. There were no symptoms or injuries reported. At the time of contact, the patient was in stable condition. Additional patient or event information is not available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined. Reportedly, the patient calibrated during periods when cgm values were not present. Labeling indicates: do not calibrate if the out of range symbol shows in the status area. Do not calibrate if the glucose reading error symbol shows in the status area.